Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Hiploc plate and screw is not implanted as the surgeon was not able to disassemble the screw from the plate.

Manufacturer narrative:
(B)(4). The product relating to the reported event has been returned to biomet UK ltd for evaluation. The returned hiploc plates have been confirmed as non-conforming. The internal barrel on the hiploc plate has been confirmed as undersize through dimensional checks. A review of the manufacturing history records for the hiploc plate from this event has not reported any abnormalities or deviations. 13 complaints have been recorded for a similar issue. A supplier corrective action report, scar- 01951, has been raised on sanatmetal to investigate their manufacturing processes in relation to the non-conformance. A CAPA, ca-04598 has been raised to investigate receipt and release of product. Product hold has been initiated: ph-2018-00225-emea a hhe has been completed: hhe-2018000210 . A field action determination has been completed: zfa-2018-00210